Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("allergy: rash"), skin disorder ("skin condition"), psoriasis ("autoimmune:psoriasis"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), migraine ("migraines"), nausea ("nausea"), anaemia ("anemia") and bladder disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and anaemia had resolved and the rash, skin disorder, psoriasis, psychological trauma, urinary tract infection, vaginal infection, fatigue, migraine, nausea, hormone level abnormal and bladder disorder outcome was unknown. The reporter considered abdominal pain, anaemia, bladder disorder, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psoriasis, psychological trauma, rash, skin disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2009 received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia, metrorrhagia, anemia, rash/ skin condition, psoriasis, psych injury, uti, vag. Infection, fatigue, hormonal changes, migraines, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain,dysmenorrhea (cramping), menorrhagia, metrorrhagia (bleeding b/w periods), anemia, allergy: rash/ skin condition, psoriasis, psych injury,bladder/urinary problems: uti, vaginal infection, fatigue, hormonal changes, migraines, nausea were added. Outcome of event dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia were added as recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.